Event description:
It was reported that telemetry issues occurred. An implantable neurostimulator overdischarge was suspected. It was not clear how long had it been since the patient last used the stimulator. It had been the third overdischarge for patient. It was reported that the patient did not use the stimulator regularly and he forgot to recharge. A physician mode recharge had started. It was later reported that end of service (eos) message occurred. A physician mode recharge was performed and the device was charged enough to get an eos message. It was later reported that the patient had no stimulation as of the date of this report. No further troubleshooting or interventions were done. The patient was considering device replacement.

Manufacturer narrative:
Product ID 39565-65 serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the therapy was suspended on (B)(6) 2013. It was also stated that the battery was replaced with a non-rechargeable battery on (B)(6) 2013. It was stated that the therapeutic product was "ineffective".

Event description:
Additional information received reported that patient¿s loss of stimulation was due to the patient not recharging their device. There was battery depletion.

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) would be replaced (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient reported a loss of stimulation and increased pain due to the patient not recharging.

Manufacturer narrative:
(B)(4).